Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, lot #244579. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 244579 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer's reference number: (B)(4).